Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, inappropriate shock due to noise oversensing on the rv lead was observed. Lead externalization was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable.